Manufacturer narrative:
The hba1c reagent lot number was 733769 with an expiration date of 31-oct-2024. On 29-apr-2024 the field service engineer (fse) replaced the reagent probes, the heat cut filter, and the gear pump head. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant high results for 5 patient samples tested for tina-quant hemoglobin a1cdx gen. 3 on a cobas c 513 analyzer (analyzer a) compared to a different c 513 analyzer (analyzer b). The customer noted the difference after switching to a new calibrator lot. The results from analyzer a were with the new calibrator lot (701814) and the results from analyzer b were with the old calibrator lot (671924). The same reagent lot was used on both analyzers. The customer also noted issues with qc results. Patient 1 result from analyzer a was 6.57%. The repeat result from analyzer b was 5.88%. Patient 2 result from analyzer a was 7.72%. The repeat result from analyzer b was 6.77%. Patient 3 result from analyzer a was 6.69%. The repeat result from analyzer b was 6.08%. Patient 4 result from analyzer a was 7.94%. The repeat result from analyzer b was 6.97%. Patient 5 result from analyzer a was 6.78%. The repeat result from analyzer b was 6.34%. The high results from analyzer a are in question.

Manufacturer narrative:
The field service engineer (fse) returned to the customer site and replaced and adjusted the ultrasonic mixers for the reagent probes. A mechanism check, qc, and calibration were acceptable. The customer has had no further issues. The investigation determined the service actions resolved the issue.